Event description:
Device analysis is provided.

Manufacturer narrative:
X-ray of lead indicates the j stiffener wire is fractured approx 12mm proximal of the electrode tip with no other portion of the j stiffener wire rec'd.